Event description:
On (B)(6), 2011, a doctor alleged that the positioner appliance caused a patient to have tmj issues. The patient stopped wearing the appliance and is recovering. The patient is taking motrin for pain relief.

Manufacturer narrative:
The patient confirmed over the phone that she is improving, but she still cannot open her jaw properly and cannot chew properly. Modifications to the existing appliance will be made with regard to patient comfort.